Manufacturer narrative:
Pr 11889321 follow up MDR for correction/device evaluation: correction. See d tab. Device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description: additional information: the products were discarded as they were chemotherapy contaminated. We have had problems with several of these and their connection, not related to the person who connected them as there have been many different despite the errors. Case type: deviation - incident case number: 629121 event date: 2025-04-01 event title: cytostatic spillage event category: patient safety course of events: patient notices that the coupling has released during ongoing cytostatics (ifosfamide). The hose has been unscrewed from the phaseal injector. Additional information: the products were discarded as they were chemotherapy contaminated. We have had problems with several of these and their connection, not related to the person who connected them as there have been many different despite the errors. Actions: purchasing informs the suppliers concerned and asks the business to save faulty products alt. Document with pictures if the error should occur again.